Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. All patients were treated between (B)(6) 2007 and (B)(6) 2013. This report is 1 out of 2 reports for this article. The subject device remains implanted.

Event description:
The literature article reported that 196 consecutive patients with severe middle cerebral artery (mca) atherosclerotic stenosis (=70 %) were treated with the subject stent were retrospectively studied. Within 30 days, 14 patients experienced stroke/transient ischemic attack (tia) and out of those 14 patients, 5 died. It was not possible to ascertain specific device with patient information. No further information is available.

Manufacturer narrative:
The device history record review was unable to be performed as the lot number of the device was not reported. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, death, stroke and transient ischemic attack (tia) are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
The literature article reported that 196 consecutive patients with severe middle cerebral artery (mca) atherosclerotic stenosis (=70 %) were treated with the subject stent were retrospectively studied. Within 30 days, 14 patients experienced stroke/transient ischemic attack (tia) and out of those 14 patients, 5 died. It was not possible to ascertain specific device with patient information. No further information is available.